Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. Additional information received that this lv lead was partially abandoned and a new lv lead was implanted successfully as a replacement. The portion of the lead that was removed was discarded. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.